Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient is concerned she doesn't know if she has the stimulator turned up high enough or it is not working. She is still having issues. She was at the doctor's office about a week or so ago and the doctor couldn't find any issues. Her machine wasn't working. Her stimulation was up to the max. Patient said, she was having return of symptoms about a couple weeks ago. Walked caller through checking her settings. Patient was on program 4 at 3.9 volts, we increased to 8.1 and she felt nothing. Patient switched to all the other programs and increased the stimulation up high and she felt nothing. Switched the patient back to program 4 at 4.5. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said she was able to feel the stimulation with the last stimulator, but since the new implant she has not been able to feel the stimulation. Additional information was received from the patient. They clarified that by "device not working" they were referring to "seems like a device malfunction". The issue was not caused by normal battery depletion and the cause of the device not working was unknown. The likely cause was noted to be "unknown" and the steps to be taken were noted to be "doctor requested an x-ray to be taken." The issue has not yet been resolved. The cause of the patient not feeling stim was not determined and no likely cause was noted. The steps that will be taken were noted to be "take x-ray". The issue has not yet been resolved.